Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, moisture was observed behind the display lens and the keypad cover was peeling at the up arrow button. A leak test was performed, and a leak was found due to a cracked pump case. The pump case was opened and moisture was found throughout the pump interior. The functionality of the keypad could not be tested due to an unrelated blank display screen. The keypad cover was removed and contamination was found under the contrast key contact.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the keypad buttons were unresponsive. The reporter confirms moisture under the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.